Manufacturer narrative:
Model number/catalog number 720185-01, (B)(4), batch/lot number 816363010, model/catalog description reservoir flat iz 100 ml.

Event description:
It was reported that the patient is scheduled for an inflatable penile prosthesis revision/replacement on (B)(6) 2019. No reason for the revision surgery was provided.

Manufacturer narrative:
Model number/catalog number 720185-01, serial number (B)(4), batch/lot number 816363010, model/catalog description reservoir flat iz 100 ml.

Event description:
It was reported that the patient is scheduled for an inflatable penile prosthesis revision/replacement on (B)(6) 2019. No reason for the revision surgery was provided. Additional information received indicated the reason for the replacement surgery was due to the device not cycling.